Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address infection. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, discomfort, metallosis and difficulty ambulating. Date of implant has been provided and invoice located with part/lot information. The MDR decision has been reversed to address these issues. Update rec'd (B)(6) 2013- pfs and medical records received. Part/lot was provided. The previous invoice that was located did not provide information for the stem. A femoral stem has now been added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the added metal head and stem provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.